Event description:
The mixing chamber placed in the ventilator inspiratory line to stabilize f102 source leaked. This prevented the pt from receiving the full ventilator volume. The pt needed to be manually ventilated. The caregiver tried using a second mixing chamber with the device and it leaked as well. Again, the pt needed to be manually ventilated. The ventilator did alarm during the incident. The pt was not injured.